Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the glenosphere inserter tip and the baseplate inserter rod stripped.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that instruments stripped. The product was returned to depuy synthes for evaluation. Visual inspection revealed the overall surface of the baseplate inserter rod with signs of usage and its threaded tip was found stripped. The observed condition of the threaded tip was consistent with off-axis assembly and impacting the device before it was fully seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per inhance¿ shoulder system surgical technique rev. C, page 33 and 34, the next precautions need to be followed: 1) "thread the baseplate inserter rod into the central hole of the baseplate until the handle of the baseplate inserter rod is snug with the baseplate inserter handle. Care should be taken not to over-tighten"; and 2) "place the baseplate into the prepared glenoid over the glenoid pin, taking care to orient the peripheral holes where desired to achieve the best fixation. When the desired orientation is achieved, impact the baseplate into place. After the baseplate is fully seated, use the baseplate inserter handle to provide counter-torque and unthread the baseplate inserter rod". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.